Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an o-ring was on the pneumatic tap, and that the o-ring was missing from the current cartridge. The customer removed the o-ring, and filled and loaded a new cartridge to address the event. There was no adverse impact to customer's blood glucose.